Manufacturer narrative:
Concomitant medical products: pri tubing;(3)syr tube, 5ml bd syringe, 10ml bd syringe; therapy date unk. The customer's report of phenobarbital infusing faster than expected could not be definitively confirmed since the programming did not match the reported intended volume of 1400 ml. However this volume is thought to have been a reporting error based on the programmed weight of the patient and the selection of the nicu profile. Analysis of the pcu event log shows that at 1:45pm on (B)(6) 2016 the syringe module was programmed to infuse a custom concentration of phenobarbital 16.23 mg from a 5 ml syringe. A clinical advisory of "doses > or = 40mg/kg: infuse over 60 min. Begin maintenance dose 12-24 hours after loading dose." Was confirmed. A duration of 15 minutes was programmed which made the rate13ml/hr. At 2:02pm, the infusion completed. A 10 ml syringe was loaded and the previous infusion was restored at 13ml/hr. At 2:18 pm, the infusion completed and the device was channeled off. At 1:52pm on (B)(6) 2016 a basic infusion was programmed with a 5 ml syringe selected, 3.25ml entered for the vtbi and volume/duration mode selected. The duration was programmed for 2 minutes which made the rate 97.5ml/hr. Rate/volume was then selected and the infusion was started. At 1:55pm, the infusion completed and the device was channeled off. The volume recorded as being infused during the entire time between 1:45pm on (B)(6) 2016 and 1:55pm on (B)(6) 2016 was 9.73ml. The volume recorded as being infused between 1:52pm on (B)(6) 2016 and 1:55pm on (B)(6) 2016 was 3.25ml. The root cause of the reported event appears to be user programming with the last infusion (3.25 ml) being programmed to infuse in 2 minutes. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a 1400 ml dose of phenobarbital that was programmed to infuse in 15 minutes however it infused in 5 minutes. There is no report of patient harm.